Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that there were segments missing from the display. Analysis did find that the upper and lower cases and one side bail cover were broken, that the battery drawer was contaminated and one case screw and the serial number label were missing. It was noted that all affected parts were replaced and that the interconnect flex was replaced as a preventive. (B)(4).

Event description:
It was reported that the external pulse generator had segments missing from its liquid crystal display. The generator was returned for service. No patient complications have been reported as a result of this event.